Manufacturer narrative:
The onestep CPR electrodes were returned to zoll medical canada. The customer's report was duplicated and the electrodes were scrapped. Replacement electrodes were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message using these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.